Event description:
The customer reported that the surgery department discovered 2 small black spots on product. There was no reported pt incident/injury.

Manufacturer narrative:
(B)(4). Qty (B)(4) surgery department discovered 2 small black spots on product. There was no reported pt incident/ injury. The 92025-c gel-e donut was evaluated. The 92025-c gel-e donut functioned as designed. Replacement 92025-c gel-e donut was ordered and shipped to the customer site. Returned 92025-c gel-e donut will be scraped after the eval has been completed. There was not a product malfunction, found to be performing as designed. No formal response was requested and none is warranted.